Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Angina and restenosis are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, a non-abbott drug eluting stent was implanted in the 1st diagonal artery with 0% residual stenosis, and a 2.5 x 28 mm promus stent was implanted in the mid left anterior descending artery (lad) with 0% residual stenosis. The patient was discharged on (B)(6) 2010 with aspirin and prasugrel prescribed. On (B)(6) 2010, the patient was re-admitted with chest pain and angiography revealed 80% stenosis just prior to the previously placed promus stent in the lad. The promus stent in the mid lad and non-abbott stent in the diagonal were widely patent. The patient was noted to have high grade stenosis at the ostium of the left lad at the bifurcation with the diagonal branch. The stent in the diagonal branch and the stent in the lad were both widely patent. Non-abbott balloon angioplasty was performed in the proximal lad with incomplete expansion of the stenosis due to the noncompliant nature of the lesion. A non-abbott cutting balloon was utilized and inflated to 8 atmospheres for two overlapping inflations and then removed. Again, there was incomplete expansion of the stenosis despite intracoronary nitroglycerin. An attempt was made to pass the cutting balloon back through the stenosis, but due to the inability to fold the cutting balloon, a second cutting balloon was advanced across the stenosis and inflated to 12 atmospheres for 30 seconds which resulted in excellent expansion at the ostium of the lad with less than 20 percent residual stenosis. The patient was discharged (B)(6) 2010 with aspirin and clopidogrel prescribed. No additional information was provided.